Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. It is possible that patient related factors may have caused or contributed to this event by the progression of the patient¿s other underlying risk factors which included htn, hld, and ckd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards a reviewed "percutaneous transapical closure of aortic paravalvular leak" presented at 2018 - euro pcr and the following case was learnt: it was reported that this patient with a 23 mm pericardial aortic valve presented with a large paravalvular leak (pvl) after an implant duration of approximately one (1) year and eleven (11) months. The patient presented with progressive short of breath (sob) and with a functional classification of the heart failure (hf) class IV (nyha-fc). Peri-operative sts score was 15%. A percutaneous transapical puncture of the left ventricle (lv) was performed to close the pvl (under the left coronary aorta, very tortuous), with a good outcome. It was achieve a reduction of pvl from severe to mild and a hf class from 4 to 1. The patient was discharged home on pod #2.